Event description:
It was reported that the pt underwent cesarean section in 1997 and was discharged without complications. They were seen in the office nine days later with complaints of a draining surgical wound. It was drained and they were started on dicloxacillin. Pt was admitted the next day for IV antibiotic therapy. Five days later they were taken to the or for drainage of a pelvic abscess. The wound was left open with moist packing. Pt was discharged 17 days later.